Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Subsequently, the customer experienced a low blood glucose (bg) displayed as "low". A specific bg value was not provided. The customer administered baqsimi and consumed carbohydrates to address their bg. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.